Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-sep-2019 with the following findings: a review of the pump¿s black box showed no unexplained loss of prime. There was no data in the black box from time of reported event due to continued use. During testing, the pump successfully completed the rewind, load cartridge, and prime steps with no loss of prime warnings occurring. The pump was exercised for 12 hours with no loss of prime occurring. The force sensor calibration was found to be within required specification. The pump was opened and no damage found to force sensor circuit. The pump performed within required specifications. The prime issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.